Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system wired footswitch failed. To resolve this issue, rse ordered the part in nemo and the wired footswitch was replaced by the customer. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura system footswitch failed. The device was in clinical use. No patient or user harm reported. Philips has started an investigation of the complaint.